Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was intact and no physical damage was observed. Motor drive and occlusion tests could not duplicate the problem but found " system failure: primary audible alarm background test" in history log. The root cause of the reported issue was not found due to not being able to duplicate the allegation. Actions were taken to mitigate the reported issue: replaced speaker for preventative maintenance, replace cracked battery door, and replaced the barrel clamp guide, barrel clamp rod and barrel clamp spring. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the device was presenting primary audible alarm in background test. No patient injury was reported.